Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a manufacturer representative was unable to connect to the patient's generator with their clinician programmer (cp). It was also reported that the lead pulled out resulting in an inability to connect to the battery. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was replaced to resolve the issue. Effective therapy was established postoperatively.